Event description:
It was reported that revision surgery was performed due to progressive osteolysis in the acetabular above the cup and pain. Metallosis staining and soft tissue reaction in acetabulum noted at revision.